Manufacturer narrative:
Products from multiple manufacturers were implanted. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported by the patient that a screw is broken and touching the sciatic nerve and that another screw is bent. The patient stated that the patient¿s neuropathy has gotten worse since fusion surgery and the patient gets charley horses that cause the patient to wake up in the middle of the night. The patient said the neuropathy makes the patient fall due to no feeling in the patient¿s feet. No additional information is available at this time.